Manufacturer narrative:
The pod was received with the soft cannula deployed with no bends or kinks. After further investigation of the soft cannula via a fluid path test, a tear and resulting leak was found on the exposed portion of the soft cannula. The exact cause and timing of the soft cannula damage could not be determined. The cause for the reported cannula dislodge could not be determined. The adhesive pad was received secured to the bottom housing of the pod. The investigation of the adhesive pad and welds showed no damages that would contribute to the reported event. The cause of the reported event could therefore not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the adhesive pad was not secure causing the cannula to dislodge from the site and becoming bent. Hyperglycemia treated with a new pod.